Event description:
Found during routine testing. The customer reported that the device shows a dead battery even with a new battery installed. There was no patient associated with the report.

Manufacturer narrative:
The device is being returned to physio-control for evaluation. Physio-control will submit a supplemental report on this event to the FDA.